Event description:
It was reported by the sales rep that during a total hip procedure, a surgeon broke off a drill bit in a patient's greater trochanter. There was about 1 inch of the drill bit retained in the greater trochanter. The surgeon decided that it would do more harm to remove the drill bit than if it was left in; the broken drill bit was left in place. No additional treatment was given due to this event.

Manufacturer narrative:
As of 08/11/2009, neither the handpiece or the drill bit have been returned for evaluation. No conclusion can be dawn.